Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt says they can't charge ins and when they try to charge it goes to no device found which started happening "about a week now". They said this "happened before and they sent a replacement a couple years ago". Pt says they charge ins every 5 days or so. They started prm during the call and got 100 for the high number. Prm did not fix the issue and it did not start charging and said unable to recharge. Rtm looks intact. Controller port and battery compartment look intact. The issue was not resolved. A request was sent to the repair department to replace the controller. (B)(6)2025 sap ecc service and repair (B)(4) update: additional information received that pt is unable to charge the ins at all at this point. The controller was just replaced and the issue did not resolve. Pt called back and stated that they received the replacement controller but was having difficulties pairing the controller to their ins. Caller stated that they couldn't get past step 5 of the pairing instructions and then the controller displayed a message that said call medtronic and the controller became unresponsive. Caller was unable to provide further details of the error message. Agent walked caller through resetting the controller and discovered that pt was using aa batteries. Agent instructed pt to insert the battery pack. Pt confirmed they were able to successfully pair the controller to their ins. Caller then attempted to charge their ins and "no device found" continued to display. Caller confirmed that they could feel their ins and that the paddle was directly over the ins, yet "no device found" continued to display. Caller commented that the gray exterior part of the cord appeared to be pulling away from the paddle. Caller also mentioned that they haven't been able to meet with a rep for programming in a long time because they have to drive far. Caller requested to speak with a rep. Caller also stated that they had a hard time with the placement of their leads because they have fusions from l1-l3 and t12. Pt commented that they used stem cells and that the hcp had to insert the leads further up on their spinal column due to the fusions. Caller stated that they have neuropathy in their feet and it gets really bad. Caller stated that they have been unable to use their device for almost a week now. Agent reviewed information and sent a request to repair to replace the recharger.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient (pt) called back stating they needed help with pairing the new controller. Pt said they were stuck on the screen # 6 where they had to select the numbers format. Reviewed how to pair and pt got no device found. Reviewed how to go through passive recharge mode. The screen then went blank in the middle. Pt did not charge the battery pack. Instructed pt to charge the battery pack first. Pt plugged it in the wall and confirmed the green light was blinking. Pt also mentioned they had neuropathy and was difficult to function. Patient also expressed frustration for not being able to get a hold of patient services or rep (representative) and get any help.